Manufacturer narrative:
(B)(4). Previous inv was reported to not be the alleged product. However, the alleged product has now been return and an investigation has been completed on the alleged product. B5: describe event or problem - correction d9 date device returned- correction h2 type of follow up- device evaluation/correction h6: correction.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on 12/9/2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of signal loss over 1 hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.